Manufacturer narrative:
On 6/5/2019, mentor became aware that the most accurate date of implantation for the suspect medical device was (B)(6) 1994. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent primary breast augmentation with two unspecified mentor saline breast prostheses, experienced right side deflation post-operatively. As a result, the patient underwent bilateral removal and replacement with two 450cc mentor memorygel breast implants on (B)(6) 2019.